Manufacturer narrative:
E1 - initial reporter city: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a ballon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During unpacking, outside the patient, a kink mark was noted. The device was subsequently tried to be used after recovery. However, the balloon was ruptured during trial use. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). E1 - initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established. This code was selected as the most probable complaint cause based on the complaint information available. Based on the additional information, it is likely an excessive force was applied when attempting to restore the creases within the balloon. However, it is unknown what is meant by creases. It is likely the balloon rupture noted was the balloon fracture. Without analysis of the device or photos or the complaint allegation a clear conclusion cannot be established.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During unpacking, outside the patient, a kink mark was noted. The device was subsequently tried to be used after recovery. However, the balloon was ruptured during trial use. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure. It was further reported that after unpacking the package, it was found that the balloon had creases. An attempt was made to restore the creases to their original state, but as a result, the balloon fractured and was damaged.